Event description:
Customer claims that when wheel of unit became caught in a crack in the pavement the emergency medical technician attempted to turn the unit causing the unit to tip over. Patient received medical attention to injured right arm.